Event description:
Started having severe muscle spasms that wouldn't let up. I couldn't sleep, stand, sit, I was in unrelenting pain. They determined that new hip realigned enough to kick in the muscle spasms. Could have been a reaction to the metal ions. Transitional cell carcinoma - one tumor removed from the bladder. Recurrence - 3 tumors removed (B)(6) 2011. Possibly caused by metallosis since I don't smoke or work with chemicals. Developed severe pain in left eye. Visited (B)(4) on (B)(6) 2011 and they didn't know what was wrong. Optometrist diagnosed iritis. He speculated I got something in my eye. It can be related to crohn's disease. Could this be a reaction to metallosis?